Event description:
A male pt underwent evar on (B)(6) 2014. The hemostatic valve is leaking on the zenith flex aaa endovascular graft bifurcated main body and the zenith branch iliac endovascular graft bifurcated iliac sidebranch. The procedure was completed with the complaint devices. There was no leakage identified during the prepping process per the IFU. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.